Event description:
It was reported that the healing abutment did not connect with the implant. No impact on the patient was reported. The process was completed with another abutment

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) teeha335, (tsv bellatek encode emergence healing abutment 3.5mm(d) 3.8mm(p) 5mm(h) for evaluation. Visual evaluation was performed, the abutment has signs of use. The abutment wouldn¿t connect with an in-house implant. The retaining screw wouldn¿t screw into the implant. It was stripped. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the teeha335 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : fit : does not seat¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque. Therefore, based on the available information, a device malfunction did occur. The abutments retaining screw wouldn¿t screw into the implant. It was stripped. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.